Manufacturer narrative:
Implant surgery was a horrible experience.

Event description:
The manufacturer representative (rep) who was not present at the trial or implant, but had reprogrammed the patient noted that x-rays had been taken to confirm lead location. The patient was still not getting effective therapeutic relief and would be scheduled for another reprogramming session. Impedances were all normal. The rep noted working with the other rep that was present for the trial and implant, along with the trialing physician and implanting physician to determine courses of action. (B)(6) 2016, the patient reported that there was no therapy improvement; the implant was not helping. The patient believed that the correct lead placement was not specified to the surgeon. The patient noted being depressed and traumatized and reported experiencing pain. The patient further reported that the trial for the pain stimulation worked great. The surgery to implant the actual device was a horrible experience noting lead placement was not right and not helping the pain. (B)(6) 2016, the patient again reported information regarding no therapeutic benefit noting that during the trial there was 80% relief. The paddle lead was supposed to be in the thoracic area, but was placed in the wrong spot. Programming and reprogramming on all eight electrodes has been done by various people, but it hasn't been corrected. The patient was upset with the service.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported the consumer was in tears because the permanent implantable neurostimulator (ins) wasn¿t working as well as the trial one did. The manufacturer¿s representative (rep) later reported they spoke with the consumer and had a date set up to meet with the physician. The consumer later reported there was a ¿lead placed way off during surgery,¿ and she had no pain relief. Additional information received from the consumer via the manufacturer representative reported that the patient was not able to get the same coverage/relief as during the trial. Diagnostic testing or troubleshooting performed included impedance checks, which were normal. The issue was not resolved as of (B)(6) 2016, and the patient¿s status was alive with no injury. Surgical intervention did not occur, and it was unknown if surgical intervention was planned as of (B)(6) 2016. Additional information received from the consumer reported that the patient did not have any pain coverage, and the patient only had rib stimulation (11 inches away from the intended area). The consumer also reported that the healthcare professional stated the lead location appeared good. It was noted that the patient had several reprogramming sessions, up to 12 hours, with three different manufacturer representatives. One of the manufacturer representatives had mentioned that the patient had scoliosis. The patient was most recently reprogrammed with adaptive stimulation (as) where they lowered stimulation to where she was not feeling anything. The patient had an instance where she started feeling rib stimulation out of nowhere, so she lowered it while standing up. The patient further reported that she thought incorrect information was given from the trial to the implant regarding the successful lead location. The healthcare professional was going to assess the patient¿s most recent x-rays to determine further action. The patient¿s indications for use included non-malignant pain.

Event description:
Additional information was received from the patient. It was reported that they had been on disability and needed behavioral therapy due to being traumatized by their experience with the spinal cord stimulation (scs) system. The patient reported that they started experiencing sharp pain in their spine at the lead site that was like a shocking sensation. The patient noted that it occurred even when the stimulation was off. It was reported that the patient saw multiple healthcare providers and they did not recommend revision due to scar tissue. The patient stated that they had the whole scs system explanted in (B)(6) 2016, but they did not know whether or not the devices would be returned for analysis. The patient reported that they felt like there was "hard skin" where the ins used to be after the explant and that it felt like it was "still in there." The patient reported that it was sensitive to barometric pressure and that it felt like "it's going to blow out." The patient also reported that their hands were painful, itchy, and feel like they're "on fire" even though they're usually cold. The patient noted that it happens with their feet too occasionally. The patient was working with their healthcare provider regarding the post-explant issues. No further complications are anticipated.

Event description:
Additional information received from the consumer reported an appointment was scheduled with the physician and another rep. For the following week regarding reprogramming since the consumer was getting stimulation in their ribs, which wasn't the right location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was removed in (B)(6)2016 and should have been sent back for analysis. No patient symptom or further complications were reported in this event.